Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the impactor was broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that after surgery, the femoral impactor was noticed to have a crack in it on the anterior flange. No pieces were broken off. Surgery was not delayed. Item received and investigated.